Manufacturer narrative:
The lens was returned in a qualified company cartridge. Viscoelastic was observed in the cartridge. The lens was advanced between the loading area and the nozzle entry area. The lens was pressed up against the roof of the cartridge. Neither haptic was folded. The cartridge was cleaned for further evaluation. The lens was removed with cleaning. Topcoat dye stain testing was conducted with acceptable results. Qualified associated products were indicated. Product history records were reviewed, and the documentation indicated the product met release criteria. The root cause for the reported complaint appears to be related to a failure to follow the instruction for use IFU. The lens was loaded incorrectly pressed up against the roof of the cartridge. This may indicate a plunger underride occurred. Cartridge topcoat dye stain testing was conducted with acceptable results. The instruction for use IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was stuck in the cartridge. There was a patient contact. No further information available.